Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient was moving to an intensive care hospital (ich) due to peritonitis and has to get the pd catheter removed for now. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2026 the patient was hospitalized with symptoms of pd catheter (not a malfunction (pd catheter was not draining) due to fibrin. The nurse stated the patient had a pd culture obtained in the hospital. However, the nurse did not have the pd culture results available. The nurse confirmed the patient was diagnosed with peritonitis. Per the nurse, the patient is receiving intravenous (IV) antibiotic therapy (details unknown). Additionally, the nurse confirmed that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse indicated that the patient has pre-existing and ongoing gastrointestinal issues that are unrelated to dialysis. The nurse stated it was possible that peritonitis was associated with a gastrointestinal cause.